Manufacturer narrative:
The autopulse platform was returned for evaluation. A visual examination found that the top cover and encoder cover sustained physical damage. The archive date was retrieved and reviewed. Archive data identified multiple fault of ua12 (lifeband® not present) on the dates of (B)(6) 2016. This conformed the reported event. Unable to perform functional test as a fault ua12 (lifeband® not present) occur upon power-up. The cable reset switch was found damaged and could cause the reported issue. Once the cable was replaced, the device underwent simulated compressions with a lrtf(large resuscitation test fixture, equivalent to 250 pound patient) for approximately 15 minutes and passed. The device passed final test with no further issue.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/02/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Evaluation not complete.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 12 (lifeband not present) while they were replacing the lifeband. They went into the supervisor mode and tried to rotate the shaft, however the platform would not recognize that the shaft was rotating. There was no report of patient being involved with this event. No additional information was provided.